Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog, product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (20 mg at 3.67464 mg/day), unknown morphine drug (5 mg at .91866 mg/day), and unknown baclofen (1500 mcg at 275.59809 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had intermittent difficulty connecting personal therapy manager (ptm) and pump. No further diagnostics performed or action planned. Additional information received from the healthcare provider via a clinical study indicated that during the pump refill at this visit, an ultrasound revealed the pump had flipped within its pocket which would result in difficulty connecting ptm and pump. The patient reported discomfort at the pump site and was interested in pursuing explant. The pump was refilled with saline.